Event description:
It was reported that the image on the 9800 system was poor. It was noted that they were not able to get any pt info. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Reseated the image processor pcb and the video controller pcb. The system was tested and found to be working as intended and placed back into service.